Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report.

Event description:
Procedure performed: unknown. Patient status: no patient injury or illness occurred associated with the complaint event during a procedure, the voyant 5mm fusion failed more than once sealing of major vessels. According to the physician, the vessels were 3 to 4 mm thick and the jaws were clean at the time of the activation. This event happened in 2016 when applied medical was not directly supporting sales and k in (B)(6). It happened when the distributor was selling our devices. Physician also reported that the sales rep from the distributor was present in the or and gave no input to her. The distributor's rep took the device key with her but never return to the physician with any feedback. No one from applied medical was present. Additional information received per email on (B)(6) that the tm has almost no information on the event, as the physician does not remember all the details. Additional information received from the sales rep on (B)(6) 2017: as I wrote in the cer, I wasn't present in the case and the physician doesn't remember all the details. All she could told me was that the voyant failed the seals more than once in larger vessels. Meaning that after the sealing cycle, the vessels weren't sealed. She assured me that the jaws were clean.